Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after the lens was implanted in the human eye, cracks were found in the optical zone. The replacement lens was replaced to complete the implantation. There was no patient harm.